Manufacturer narrative:
Concomitant medical product: 1888tc lead, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing and pacing the ventricle at a fast rate. Reprogramming was done. The lead is still in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.